Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg is inoperable due to the patient not charging the ipg for 3 months. The patient stopped charging the ipg due to medical issues. As a result, the patient is awaiting surgical intervention.

Event description:
Follow-up information provided the physician explanted and replaced the patient¿s ipg.